Event description:
It was reported that a double pump malfunction. Per reporter, the pump started beeping no disposable, clamp tubing. No injuries. Pump is running for now.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).